Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been unable to be confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated at the distribution node, causing the pulse wires to short together. The reported ECG's non-functional was unable to be duplicated due to the te recognition failure. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).